Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, at 2:30 am the patient experienced a seizure. The patient and spouse were unable to remember if there was a missed alert or alarm as they might have slept it. The cgm was reading 58 mg/dl while the patient experienced seizures and there was no bg reading taken. The spouse called the paramedics and they arrived around 3:00 am. The cgm was reading 88 mg/dl when paramedics arrive but there was no bg taken as the patient was still in post seizure state. The patient was treated with baqsimi nasal spray (glucagon) by paramedics. After the paramedics left, the spouse gave the patient tea and peanut butter sandwich and he was already stable. Performance data was reviewed. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.